Manufacturer narrative:
The surgical technique states, "when it is certain that the component is correctly inserted, the cup introducer cables are cut, and the cables and the polyethylene impactor cap removed."

Event description:
It was reported that a patient appears to have been implanted with a cup introducer wire (instrument) along with their bhr implants, contrary to the instructions in the surgical technique calling for complete removal of the introducer wires. No further intervention is planned at this time.